Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huzc2009 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that during rinsing of the infusion and after disconnection of the nutrition bag, a leak was identified at the junction between the catheter and the clamping protection sleeve. The device was placed in patient on (B)(6) 2016. The distal end of the device has been repaired and a new distal extremity has been placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one segment of unknown broviac chronic catheter. The sample terminated just distal of the clamping over-sleeve. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Usage residues were evident and the clamping over-sleeve markings were completely worn, including the proximal i.d. Markings. A small split was observed just distal of the crimp collar. Mechanical damage was observed on the outside of the crimp collar. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed clamping impressions near the crimp collar. Microscopic inspection of the split revealed sharply defined fracture edges and a granular texture. The split characteristics and location were consistent with damage caused by clamping the catheter near the crimp collar. Clamping in this region compresses the soft catheter material between the harder materials of the clamp and the luer hub stem, resulting in catheter damage. The product IFU states ¿never clamp over the reinforced segment directly adjacent to the connector.¿ a diagram is also provided in the IFU.